Manufacturer narrative:
The product was returned for investigation. The investigation found no abnormalities in the product's functionality, so the definitive cause of the reported problem could not be determined. No abnormalities were found in the manufacturing records of the product. It is considered that the reported event was caused by air getting due to the product being used with an incomplete mating condition, but the detailed cause could not be identified.

Event description:
It felt like the connection part between the contrast catheter and the y connector was becoming loose, and air was getting in there.